Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report

Event description:
It was reported the patient was experiencing ineffective therapy. As a result, the lead was explanted and replaced. Issue resolved.